Event description:
Called to check the 1.9 french 24 gauge PICC because catheter was out of the dressing. Found PICC with stress relief portion of catheter loose from the hub and floating on the catheter. Dressing was added to the current dressing to cover and stabilize the portion of the PICC that was exposed.